Event description:
It was reported that patient reports that in the mornings he's alright but as the day progresses the pain gets worse. He's experiencing a shooting pain and it's difficult for him to walk. He is unable to put pressure on his left hip. Patient saw doctor today and he had x-rays taken as well as blood work. He is scheduled to have a bone scan.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.